Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product had an infection. The patient's wound was not healing; thus, the physician opened the pocket and irrigated it with antibiotics then wound vacuum assisted closure was applied. Intravenous antibiotics were also administered. There were no additional adverse effects reported. All available information indicated that the product remains in service.